Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the device has a black image. A visual inspection was performed and showed the scope to have a dented outertube with internal cracked lenses. This damage is caused by contact with another source. No manufacturing related defects were observed.

Event description:
It was reported that the device has a black image. The procedure was completed with a backup device with no delay or patient injury reported.